Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During an unrelated procedure, decreased sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. The event was resolved by capping and replacing the rv lead during the unrelated procedure. The patient was in stable condition.